Event description:
Customer reported unit had loss of monitoring. Patient was transferred to a working bay using a transport monitor. During this transfer, the patient reportedly arrested. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.